Event description:
Pt reported her infusion device doesn't work well. Pt stated for a week she experienced elevated blood glucose levels, about 300-350 mg/dl. Pt reported she tried to decrease the elevated blood glucose levels by bolusing but her blood glucose level didn't decrease. Pt stated the only way she could decrease her elevated blood glucose level was with multiple injection therapy. Pt reported the infusion device did not give any warning messages. Pt stated she switched to the backup infusion device yesterday and her blood glucose value returned to normal. Pt's father reported the infusion device didn't deliver insulin and the device should have signaled the occlusion alarm.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.